Manufacturer narrative:
On 4/28/2021, biosense webster inc. Received communication from the physician related to this adverse event wherein they provided additional details and clarifications about the event. The physician reported, ¿post-procedure (two weeks later), the patient was hospitalized due to intermittent chest pain. The initial CT scan of the chest was unremarkable. Lab parameters, especially markers of inflammation, were unremarkable at admission. In the course of the hospital stay, the patient newly developed neurological symptoms (problems with speech) and was transferred to the stroke unit in the hospital. Magnetic resonance imaging (MRI) was done and showed a multi-embolic stroke. (MRI was performed after onset of problems with speech). After a second stroke with tetraparalesis that occurred 1.5 days after admission, a second CT scan of the chest was immediately performed and showed pneumopericardium highly suggestive of atrio-esophageal fistula. Furthermore, the other brain MRI showed worsening of the initial pathology. Follow-up of the lab parameters were not available until post-mortem (markers of inflammation were markedly elevated). After diagnosis, immediate emergency surgery was scheduled to repair the fistula; however, the patient died prior to surgery on the intensive care unit on (B)(6) 2021. Physician¿s opinion is that the event might have been related to the patient¿s condition, as a pre-existing scarring on the left atrial posterior wall had been identified during electroanatomical mapping.¿ if additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref#: (B)(4).

Manufacturer narrative:
The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation (mre) cannot be conducted because no lot number was provided by the customer. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a (B)(6) male patient ((B)(6)) underwent a pulmonary vein isolation (pvi) ablation procedure on (B)(6) 2021 with a thermocool¿ smart touch¿ sf uni-directional navigation catheter and suffered cerebrovascular accident (cva), atrio-esophageal fistula and death. No bwi product malfunctions nor immediate patient consequences from the ablation procedure were noted. Post-procedure (two weeks later), the patient was hospitalized with neurological symptoms; at admission the patient had mild chest pain only; however, during the course of stay, patient developed problems with speech, shortness of breath and cerebral air embolism. 1.5 days after admission, a magnetic resonance imaging (MRI) scan showed a multi-embolic stroke (MRI performed after onset of problems with speech). Initial lab was unremarkable, then inflammation markers rose. Initial computerized tomography (CT) scan of chest was unremarkable, after cva, CT scan showed pneumopericardium indicative of atrio-esophageal fistula. Emergency surgery was scheduled to repair the fistula; however, patient died prior to surgery on (B)(6) 2021. Physicians opinion is that the event might have related to patients condition; there was preexistent scarring of the left atrial posterior wall. Physician attributed the cause of the death to the atrio-esophageal fistula. Force visualization features used included graph, dashboard, vector and visitag. Visitag parameters were 3mm/3s, 25%>3g. Ablation index (400/550) was used as coloring option. Esophageal temperature probe, CT segmentation of esophagus, ablation index and contact force were used to prevent esophageal injury. Power was used at 35watts/400ai in posterior wall and 45watts/550ai in anterior wall. The generator was used in power control mode. The impedance cut-off was at 250 ohms, spike:off, min:50. Temperature warning was set at 37 degrees with a cut-off at 40 degrees.